Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings: during investigation, the black box was reviewed and showed multiple battery alarms indicating the incorrect battery type had been inserted on the event date. The pump booted with a battery alarm upon start up that could not be cleared. The pump was opened and evaluation revealed that a single component on the printed circuit board was defective. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that a component on the printed circuit board was defective. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/24/2014.